Event description:
Reporter alleged discrepant blood glucose values on the aviva system when all back to back tests of 438, 172, 547, 446 & 105 mg/dl were performed within 12 minutes. Customer stated that prior to the event, he was about to self treat with food due to having low glucose symptoms at the time however, the exact location of the testing was not provided. As a result, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.